Event description:
It was reported that the patient with this right ventricular (rv) lead suffered from perforation. Two days after the implant procedure an xray was performed due to patient complaints of chest pain. A cardiac perforation was noted and subsequently a surgical intervention was performed to reposition the device. The issue was resolved and lead measurements were optimal. This lead remains in service. No additional adverse patient effects were reported.